Event description:
It was reported that the customer's insulin pump had no response from the act button. The device will be repaired and/or replaced. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Findings: unit received with intermittent button response due to flattened act (creased) button dome switch. Pump received with minor scratched display window. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip.unit received with cracked belt clip slot.